Manufacturer narrative:
H.6. Investigation summary: "material #: 364327. Lot/batch #: 3137143. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for loose IV shield with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to loose IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that prior to using the bd preset¿ syringe the IV shield was loose in the unit package. No patient impact.